Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. Eleven days after experiencing the event the pt was hospitalized for peritonitis. Treatment for the peritonitis was not reported. The cause of the peritonitis was unknown. On an unreported date, pd therapy was discontinued. The pt was not switched to hemodialysis; instead, on an unreported date, the pt began treatment with torsemide (a diuretic) for an unspecified indication. Two days after being admitted to the hospital, the pt was discharged. At the time of this report, the pt was recovering from the peritonitis. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13a28038, h13d16086, h13d25038 and h13e06043 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).